Event description:
It was reported that during an infusion of potassium, there was a "channel error" displayed on screen. The brain and channel were both replaced. There was patient involvement, but no harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, g, b, c and d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported channel error was confirmed through a log review and replicated during laboratory testing. It was identified as a defective upper (bottle-side) pressure sensor. The suspect pump module was attached to the returned pcu and both were powered on. The pump module was selected and programmed for a basic infusion at the rate of 500ml per h with a volume to be infused (vtbi) of 1000ml (infusion duration of 2 hours). The infusion was started. Subsequently, the pump module alarmed, replicating the reported issue. Light pressure was applied to the bottle and patient side pressure sensor pads. The voltage increased to a maximum of 4.9 volts for both pressure sensors. This test was made a total of three (3) times, after the first release the upper pressure sensor did not return to its original voltage value. The lower pressure sensor passed this test. On (B)(6) 2025 at 5:49 am the unit was selected, the user programmed a guardrails drugs infusion of potassium chloride 20 mmol in 100 ml (drugid 396), with a vtbi of 90ml and a rate = 90ml per h. From 5:50 am to 5:53 am the user silenced the pcu and the pump module was channeled off. Per the alaris pressure sensor tip sheet, to avoid pressure sensor damage, do not apply pressure to the center of the pressure sensors. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: please re-torque all screws. Repair center should follow their normal processing procedures for the device, checking for any incidental issues prior to returning it to the customer. Please replace the upper pressure sensor and the lower pressure sensor. Designated complaint handling unit (dchu) will not over the costs associated with any incidental findings or components that have been physically abused. Root cause: the root cause of the reported channel error was identified as a defective upper (bottle-side) pressure sensor. The reported issue was confirmed through a log review and replicated during laboratory testing. Note that this report lists imdrf annex a0401, a0404, a1801, a040502, g02017, g0301201, g04088, g0405203, g04067, c07, c070606, c0601, d0302, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during an infusion of potassium, there was a "channel error" displayed on screen. The brain and channel were both replaced. There was patient involvement, but no harm.